Manufacturer narrative:
Four samples were received for investigation, where an interference analysis was conducted: 1) heterophilic blocking tube (hbt) treatment: the samples, with versus without hbt treatment, were measured using tnthsx and tnthsstx on a cobas e402 analytical unit. The hbt treatment yielded inconsistent results, making the analysis inconclusive. The input from scantibodies was received, but it did not provide any additional insights. 2) size exclusion chromatography: the presence of an igm or igg interfering factor could not be shown. The investigation did not identify a product problem. The elevated tnt values need to be evaluated from a clinical point of view.

Event description:
We received an allegation about questionable results not matching the patient's clinical status for 1 patient sample tested with elecsys troponin t hs (tnths) assay on a cobas pure e402 analytical unit. Tnths result: 1679 ng/l. On (B)(6) 2025, a new sample was drawn and tested resulting in a tnths value of 1567 ng/l. On (B)(6) 2025, a new sample was drawn and tested resulting in the following: tnths value of 1784 ng/l. Tni value of 8.4 pg/ml (<53 pg/ml) and considered negative. On (B)(6) 2025, a new sample was drawn and tested resulting in a tnths value of 1784 ng/l. The clinician questioned the results as they were high and they did not match the patient's clinical status. The clinician suspected an interfering factor.

Manufacturer narrative:
The cobas pure e402 analytical unit serial number was (B)(6). The sample was requested for investigation on 21-feb-2025. The investigation is ongoing.